Manufacturer narrative:
Date sent: 09/12/2008. Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap sigmoidectomy procedure, the device would not fire. A new device was opened and it would not fire. The surgeon believes, the tissue may have been too thick to fire any stapling device on, as opposed to the device being faulty. The procedure was converted to an open procedure and completed with hand sutures. The device had already been reported as a product complaint by the theatre sister. The device was discarded.